Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on pulmonary fissure tissue during a video-assisted thoracoscopic lobectomy (upper right), the surgeon was able to press the green button, but was unable to squeeze the handle, and the stapler did not fire. They replaced with new handle and reload to complete the case. There was no patient injury.